Event description:
It was reported "the rt was going to put it on the patient but when he turned it on the alarm went off and was never used because it wouldn't stop alarming and he did everything he knew to fix it as far as changing the probe and column and trying different outlets". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. The unit failed the temperature display accuracy test as it did not recognize the temperature probes and did not display the appropriate temperature values. The unit was opened to inspect the temperature probe harness and temperature probe port. It was observed that harness 11809 (temperature probe harness) was disconnected from the user interface board. The connector on the interface board was slightly damaged. The harness was reconnected and the test was attempted again. This time , the neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The complaint is confirmed. It was observed that harness 11809 (temperature probe harness) was disconnected from the user interface board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. It appears the customer opened the unit and the harness was disconnected. Based upon the damage observed, it appears that intentional user error caused or contributed to this event. An in-service has been requested. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the rt was going to put it on the patient but when he turned it on the alarm went off and was never used because it wouldn't stop alarming and he did everything he knew to fix it as far as changing the probe and column and trying different outlets". No patient involvement reported.